Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with corroded electronic assemblies. The insulin pump was received with corroded motor home switch. The insulin pump was received with minor scratches on lcd window.

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother reported the insulin pump was submerged into water. Customer's blood glucose was unknown. The mother also reported a button error alarm occurred on the insulin pump. It was also found the mother was unable to clear a battery out limit alarm that occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.